Event description:
While a patient was being supported by left ventricular assist device (lvad), the dual drive console (ddc) alarmed to indicate no fill to the vad. The patient was hand pumped using the emergency hand pump unitl a backup ddc was used. There was no reported effect on the pt. The failure was recreated at the site by a contrast service representative, and the ddc was sent to thoratec for further evaluation. At thoratec, evaluation of the unit traced the failure to the integrated circuit (ic) chip on the analog power supply (aps) circuit board. Failure of the "ic" chip prevents vacuum to be applied to the vad, which caused the no fill alarm. There has been only one previously reported failure of this "ic" on the aps board within the last 9 years. Since this appears to be an isolated incident, no corrective action is warranted.